Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep). Pt provided approximate implant date and device serial number to patient registration. Patient registration noted that provided implant date indicated the implant with provided serial number was implanted past its use by date. No symptoms were reported. Additional information was received from the healthcare provider (hcp) confirming the implant date. Additional information was received from a rep. Neuro customer services confirms the implant was purchased by the hcp/clinic on (B)(6) 2021.